Manufacturer narrative:
Date of event: date estimated. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature titled, hemodynamic patterns of residual interatrial communication after transcatheter mitraclip repair.

Event description:
This is filed to report atrial perforation and heart failure. It was reported through a research article that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing mr to a grade of 2+. After the steerable guide catheter was removed, the patient started to experience heart failure symptoms. Transesophageal echocardiography (tee) then showed a significant right to left shunt. The patient had to be intubated and an atrial septal defect closure device was implanted. After the closure device was implanted, the patient's hemodynamics started to return to normal. The patient was extubated six hours after the procedure. It was noted that the patient remained in the hospital for two weeks following the procedure. Details are listed in the article, titled ¿hemodynamic patterns of residual interatrial communication after transcatheter mitraclip repair.¿ no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the available information, the reported atrial perforation appears to have been a result of user technique/procedural conditions. The reported heart failure appears to have been a cascading event of the atrial perforation. The reported patient effects of atrial perforation and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and additional therapy/non-surgical treatment were results of case-specific circumstances, as the patient underwent prolonged hospitalized due to heart failure, and a closure device was implanted to treat the atrial perforation. There is no indication of a product quality issue with respect to manufacture, design or labeling.